Manufacturer narrative:
(B)(4). Batch # r9204v. Investigation summary: the device a was returned with the blade scratched and cracked. The device was connected to a gen11 and functionality tested. An alert screen was displayed and no further functional testing could be performed. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining. The blade broke off during functional testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was disassembled and it was found that there was a cracked internal component; the y-link probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿ or "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic paraesophageal hernia procedure the first device caused a clean jaws message. The customer cleaned the jaws, attempted to use the device and it caused a remove from patient message. The customer cleaned the device again and still had the same issue. When the second device was first attached it showed no uses remaining. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).